Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
Note: this report pertains to two of two resolution 360 clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip would not rotate nor deploy. The same issue happened with the second resolution 360 clip device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.